Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens tore. The lens was removed with no patient injury.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and one similar complaint was found within the work order. Visual inspection of the returned product found the lens optic torn, with pieces torn off and missing. One haptic was bent. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).